Event description:
Customer reports the esophagus was noted as small laparoscopically during hiatal hernia repair. The esophyx device introduced in proper orientation, but the device could not be advanced past cricopharyngeus. The procedure aborted and device withdrawn. An upper gi w/contrast has confirmed esophageal perforation in left lower cervical esophagus with extravasation. Patient is being transferred to for management by a thoracic surgeon.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. Follow up will be sent when the investigation is completed.